Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient never said "it went crazy" to them. The patient said their urinary symptoms came back after radiation treatment, but they don't know what happened. It was a therapy issue. The doctor asked the rep to help reprogram patient on the phone. They changed settings with patient on the phone. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are undergoing radiation treatment. They started radiation treatment last week and ever since then their ins hasn't been helping their symptoms; their neurostimulator "wasn't working correctly." Patient said they had turned stimulation up as far as they could go on program c but that wasn't helping them with the symptoms so they think the program needs to be changed. Patient said their healthcare provider was in touch with the device manufacturer regarding radiation guidelines, and patient didn't turn off their therapy for the first treatment. Patient said the health care provider used shielding over the implant. Patient said they left the implant on after the treatment and it "went crazy" and they couldn't get the implant back the correct way, settings wise, and therapy wasn't helping them with their symptoms, that it had been helping them with, anymore. Patient said they have turned therapy off before any other radiation treatments they got. Agent offered to assist the patient in making an adjustment however patient declined stating they prefer that their manufacturer representative (rep) assist them. Agent sent message to field for visibility, and the rep stated that they would call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.